Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation. An impedance check was performed and identified several electrodes with high impedance. Reprogramming was unable to resolve the high impedances. A lead revision was performed.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - unique identifier (UDI) #, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The percutaneous lead was returned in two (2) pieces. The lead damage likely occurred during explant. Functional testing was not able to be completed as a result of the return device condition. The impedance logs were reviewed. Prior to the reported lead revision, and found electrode 2 was disconnected and electrode 3 showed displayed high impedance (>4000ohms). Following the revision procedure, the disconnection and high impedance were resolved. The complaint was confirmed. The root cause of the reported event is unable to be definitively determined. The evoke scs system clinical manual states "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: undesirable changes in stimulation sensation and/or location...the patient may require surgery (including revision, explant, and replacement) as a result of any of the above."